Manufacturer narrative:
A correction based on additional information received.

Manufacturer narrative:
[(B)(4)].

Manufacturer narrative:
A correction based on additional information received.

Event description:
Fragment is noted to be approximately 2.5cm in size and away from the joint area with little potential for movement.

Event description:
It was reported that during osteosynthesis of tibial plateau fractures, the surgery was performed according to the corresponding surgical technique but the drill bit was broken in the last block, with fragment ending up inside the patient. Surgeon decided not to retrieve the fragment.